Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 1 used magic3 coude intermittent catheter. The sample was received used or with the package opened. Therefore, it could not be evaluated since the integrity of the test would be compromised and the results may not be accurate. The reported complaint was found to be inconclusive due to the way the sample was received. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacks lubricity. Therefore, the patient was unable to insert the catheter. Allegedly the patient had a scope procedure to ensure there was no blockage in his anatomy. Reason for report: investigation results. Report ID number: (B)(6). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.